Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-00585, 3005168196-2018-00587, 3005168196-2018-00588. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the aortic artery using ruby coils. During the procedure, the physician advanced a lantern delivery microcatheter (lantern) and manipulated the lantern without using a guidewire. The physician then was unable to advance three ruby coils past the distal end of the lantern and into the patient, and therefore the ruby coils were removed. The procedure was completed using additional coils and the same lantern. After the procedure was successfully completed and the lantern was removed, the hospital staff found that the lantern was kinked. There was no report of an adverse effect to the patient.